Event description:
Customer reports 3 lv10 infusors containing 250ml of 5fu in saline overinfused over 16 hours instead of an anticipated 25 hours. Customer reports no pt injury as a result of report.